Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had inadvertently dropped the pump in water and subsequently, the touchscreen display would turn off and on. Pump was unable to be used for insulin therapy. Blood glucose was over 500 mg/dl. Insulin pens were used to address bg and for insulin therapy.